Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3373-4001 sheath batch number: 1646612 was received for investigation. Visual evaluation of the returned device noted significant damage to the shaft of the device, the tip was scratched and bent. Further visual inspection noted wear and tear to the returned device with faded laser markings and a faded black button. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Event description:
On 12/11/2024, it was reported by a sales representative via (B)(4) that an ar-3373-4001 sheath end has been sawed in half. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.